Manufacturer narrative:
The device has not yet been returned to the manufacturer. A proper evaluation of the cause of the leak has not yet been possible.

Event description:
The initial reporter stated: "leaking was noted when taking bags out of refrigerator storage." The event occurred prior to use on a patient. No injury was reported. (B)(4).